Event description:
It was reported that during the procedure, a 014 balance middleweight (bmw) hydro 190cm guide wire was advanced toward a heavily calcified, concentric, de novo lesion in the heavily tortuous distal left circumflex coronary artery, however, the bmw hydro guide wire was unable to cross the lesion. The bmw hydro was difficult to remove from the anatomy and force was applied. After removal from the anatomy, unwound coils were noted to be loosely wrapped around the guide wire core and stretched coils were noted to be tightly wrapped around the core. The entire guide wire with all of its components were confirmed to have been withdrawn from the anatomy. Another bmw guide wire was used in completing the procedure successfully with a satisfactory final patient outcome. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The coil damage was able to be confirmed. The failure to advance and difficulties removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.